Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lar. The device was able to enter firing mode, with a flashing green indicator, however when the surgeon pushed the blue button and the silver button nothing happened. The battery was re-inserted into the idrive handle and the jaws opened so that the surgeon could removed the device from the tissue. The case was completed using another handle. The surgeon used adapter, reload, and battery of the first firing .patient status is alive, no injury.